Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(6), product type: recharger. (B)(4).

Event description:
It was reported that stimulation was intermittent. The patient turned stimulation on the day of the report and felt stimulation for a few minutes. Then it stopped and the patient tried to move around and they felt it start again but then it stopped again. There were no falls or traumas reported. The patient had an appointment scheduled with the healthcare provider (hcp) the day after the report. Information regarding cause of event, actions taken, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer¿s representative (rep). An appointment date was to be determined. The rep. Further reported that the cause of the event/issue was not known. The patient was scheduled for surgery on (B)(6). The patient was doing the ¿same as of now.¿

Event description:
The company representative reported the patient had a battery change and replacement of one extension. It was not known what the cause of the issue was. The patient was doing well and receiving effective therapy.